Event description:
Information was received that while a patient was under local anesthesia, a smiths medical tracheal tube kit was used. When the balloon air bag cutting kit was implanted, the air bag was found to be leaking, and a new tracheal kit was immediately replaced.